Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. His cycler had alarmed for air detected in the cassette during dwell 1. When he opened the cassette door he found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. The pt was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.